Event description:
The recipient is reportedly experiencing poor sound quality and decreased performance. A review of the test data indicates impedance issues. Revision surgery is scheduled

Manufacturer narrative:
Additional information: sections b.3 & d.6b, d.9 the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, and the electrode. These are believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires near the fantail. This is believed to have occurred during revision surgery. In addition, an electrode was broken within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.